Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer has tried a fresh new battery from the same package. Customer's blood glucose was 191 mg/dl. Customer tried another battery from another package but the battery still didn't last more than 10 hours. Customer has not had a low battery alert before. Customer stated that the pump was not dropped or bumped. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display anomaly due to corroded connector. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed battery test alarms due to blank display. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with minor scratched lcd window, case and keypad overlay.